Manufacturer narrative:
Product complaint (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, after firing the instrument, there were only seen staples at 1/3 of the row. The knife was also a bit damage or torn, as seen on the instrument. It did cut. Surgery was delayed 15 minutes. Needed to handsew the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 02/04/2020.

Manufacturer narrative:
(B)(4). Date sent: 02/28/2020. D4: batch # t5dz3t. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The cartridge was received void of staples, with the washer uncut, the drivers were noted to be partially advance. The knife was manually advanced, and it was noted to be damage. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The damaged on the knife is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.